Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field was having trouble upgrading software onto this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services checked the device data provided and confirmed the software was upgraded successfully. A telemetry dropout may have been to blame for the upgrade troubles. The s-ICD remains in service and there were no adverse patient effects reported.